Event description:
Approx 3-5 days after the catheter had been removed, the pt developed a clot in the aorta and died of renal failure. The physician could see nothing visibly wrong with the catheter. The clot continued to grow in the aorta, even after removal of the catheter.